Event description:
It was reported the implantable neurostimulator (ins) battery depletion was premature. It was noted the patient had one lead implanted in their left vim. It was further noted the ins seemed to be depleting faster than normal. It was noted that electrode 0 and 3 showed 96 ohms. The reporter stated that this was new at the last interrogation on (B)(6) 2014. It was noted the patient was not programmed with those electrodes. It was further noted the patient ins battery was at 2.75 v at the last visit. It was noted the patient was programmed with c+1-, 3.5v, 130 pulse width, and 185 hz. The reporter stated the patient was new to the clinic and they did not know if those were the settings since implant. It was noted the ins battery today was 2.69v. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v727699, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient¿s whole system was being removed because of a short on the lead itself. The managing neurologist was unable to program around it. Also note that the first implantable neurostimulator (ins) was replaced in 2014 shortly after the original report, according to device registration. Refer to manufacturing report #3004209178-2015-09256 as the lead continued to show a short after it was connected to a second ins.